Event description:
The customer observed a positive bias in the level 2 quality control (qc) when using kit lot 318 of the immulite 2000 androstenedione assay. The customer ran qc on an immulite 2000 and an immulite 2000 xpi instrument and the positive bias was observed on both instruments. There are no known reports of adverse health consequences due to the positive bias in the immulite 2000 androstenedione level 2 qc.

Manufacturer narrative:
Siemens has investigated the incidence of over recovery of patient samples and quality controls on the immulite/immulite1000 androstenedione assay lot number 409 and above, and immulite 2000/immulite 2000 xpi androstenedione assay lot number 314 and above. Siemens has confirmed that these lots are linear up to a concentration of 5.5 ng/ml, instead of the 10 ng/ml as stated in the instructions for use (IFU). Quality control materials at concentrations between 5.5 ng/ml and 10 ng/ml will detect this issue. An urgent medical device correction (umdc) 2013-12-19 was sent to us customers and an urgent field safety notice (ufsn) 4008 was sent to ous customers in december of 2013. The umdc and ufsn state that customers are requested to use quality control materials with at least two levels having concentrations less than 5.5 ng/ml, and that patient values >5.5 ng/ml should be verified using an alternate method.